Event description:
It was reported that a physician attempted arteriotomy closure of the right and left common femoral arteries using proglide devices after an interventional procedure. Reportedly, the suture did not catch with the proglide device in groin 1. Hemostasis was achieved using another proglide device. In groin 2 it was indicated that the foot plate would not close and the device could not be removed from the patient's groin. The lever was reactivated; however, the device continued to be stuck in the patient's groin. The physician indicated the device was pulled out and manual arterial compression was held to achieve hemostasis. Once the device was removed the feet were noted not to be open. There were no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was returned with both cuffs captured the needles and the rail suture end attached to returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval, indicating that the suture has successfully penetrated the arterial wall during needle deployment and retrieved during the plunger retraction. However, because the suture was not returned, it could not be determined if the knot was successfully advanced to the puncture site to close the vessel. A suture break or its loop being pulled out of the artery during knot advancement would result in a failure to achieve hemostasis and could appear very similar to the report of the suture did not catch; but could not be confirmed. During lab testing, the foot was deployed and retracted successfully by opening and closing the lever. Therefore, based on the analysis of the returned device, the limited reported product experience could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected as a result of this investigation. Every suture is appropriately inspected for proper assembly and loading into the device during manufacturing. A review of the device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database did not reveal any indication of a lot specific product quality deficiency. In summary, based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.